Manufacturer narrative:
The following other knee devices were also listed in this report: unknown #7 cr femur (triathlon), unknown #6 primary baseplate (triathlon). It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should devices or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "rev ltka, surgeon assessment was failed left knee replacement."